Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis.

Manufacturer narrative:
Statement from physician: (B)(6) "218" underwent bilateral augmentation mastopexy, noted progressive loss in volume on right side- ultrasound confirmed bilateral volume loss.

Event description:
Alleged implant deflation resulting in explantation.